Manufacturer narrative:
H6: user error. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.0/1.0/074 (sphere/cylinder/axis) was implanted as a replacement into the patient's right eye (od) (B)(6) 2023, due to excessive vault and significant reduction of iridocorneal angles. Cause of the event was user error. The reporter said, "I put in a 13.2mm and should have been 12.6 in the sight." The problem was resolved. Reportedly, "the calculation called for 13.2mm but it was way too big. 12.6mm still had a 500+m vault."

Manufacturer narrative:
Additonal data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -12.00/+1.00/074 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023 as a replacement lens. The patient experienced an excessive vault- "12.6mm still had a 500+m vault". Reportedly "this has been resolved. Per dr. Sharpe: the 13.2 mm lens was way too big. The 12.6 mm lens was slightly big but just fine. It's all good now. The patient is seeing well postoperatively." The lens remains implanted and the problem was resolved. The reporter indicated the cause of the event was user error. Reportedly " I think it was totally my fault in the mismeasure of her white to white. Not a device problem". H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. G2- "foreign" and "distrubutor/importer" should be removed. Claim# (B)(4).